Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioflex meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue first occurred on ¿(B)(6) 2017.¿ the patient manages his diabetes and stated that he administered his usual dose of ¿10 units of novorapid insulin¿ on (B)(6) 2017 at 12:30pm. The patient reported that ¿one week¿ after the alleged issue occurred, due to ¿not being able to control his glycemia¿ he developed symptoms of ¿weak, on his knees and eventually fainted¿ and that on (B)(6) 2017 at 05:30pm, the emergency medical services (ems) were called, who treated the patient with food or drink and at 06:15pm tested the patient¿s blood glucose on an ems meter which gave a result of ¿306mg/dl.¿ during the call the cca noted that the test strips had not expired or been stored incorrectly and the patient had followed the correct testing procedure. It was not the first time the meter had been used and when the patient was walked through a retest, the issue was resolved. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.